Manufacturer narrative:
Planned revision for pt with an interpositional knee implant. Review of the device history record indicated that the device was manufactured to specification.

Event description:
Planned revision for pt with an interpositional knee implant.